Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012, inratio2: 1.7, 4.0. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.